Event description:
It was reported that pump malfunction occurred after pump battery ran out and pump was turned back on, displaying malfunction code that customer identified as resettable. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if any further malfunction codes appeared, which customer acknowledged and understood.